Manufacturer narrative:
Suspect product: lot number 963/2. (B)(4). Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported patient experienced "vascular occlusion, edema and bruising" after injection in the upper and lower lips with juvéderm® volift¿ with lidocaine. Treatment and symptom information not provided.

Manufacturer narrative:
The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling. .

Event description:
Additional information reported patient was injected in the upper and lower lips with 2 ml of juvéderm® volift¿ with lidocaine. Right after injection, patient developed hematoma, then vascular occlusion with impending necrosis. Two days later, patient was treated with ass 100 mg, bromelain 500 f.i.p., hylase dessau 300 ie, fusidic acid 20 mg ig, ciprofloracine 500 mg, ibuprofen 600 mg, novalgin 500 mg.